Event description:
Reporter stated the infusion device does not correctly provide e4 occlusion and w8 bolus cancelled errors. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).